Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4) (ode). Ode sent the subject device to a third party laboratory for microbiological testing and the testing indicated no microorganisms growth for the subject device.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4)). (B)(4) sent the subject device to a third party laboratory for additional microbiological testing. In the test, the distal end of the subject device tested (B)(6) for (B)(6). Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a surveillance culturing conducted by the user facility, the two biopsy channels of the subject device tested positive for unspecified microorganism. There was no report of infection associated with this report.